Event description:
It was reported that oversensing noise was observed on the right atrial (ra) lead. The noise was able to be reproduced. No intervention was performed at this time. No patient symptoms were reported.